Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A review of the device history records for the catheter was performed and it did not reveal any manufacturing related issues. The probable cause of the catheter rupturing could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the PICC ruptured during use. The PICC was removed and replaced. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the PICC ruptured during use. The PICC was removed and replaced. No patient injury or consequence.